Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is rupture. The event of inflammatory nodule (reported as granuloma) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture and "granulomatous tissue". The device has been explanted. Biopsy results to confirm presence of a granuloma were not reported.

Event description:
Additionally, healthcare professional reported seroma.